Event description:
It was reported during the procedure the subject coil prematurely detached while inside the catheter. No other information is available.

Manufacturer narrative:
Due to the automated mes/DHR (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the coil detached spontaneously, without use of the power supply, while in the microcatheter. The device was not returned therefore, while there are a number of potential causes for the reported issue, because review of the available information failed to identify a definitive cause, a cause of undeterminable was assigned.